Event description:
It was reported that during a supply change the user became stuck at the fill tubing step and could not select the prompt to confirm seeing drops, after which a guided restart of the pump allowed completion of the supply change. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and successful completion of the procedure without escalation. Investigation included troubleshooting and user education conducted by support, which resolved the issue. Investigation of this case revealed a transient user interface or screen responsiveness issue during the fill step that cleared after a device restart, with no hardware replacement required and no further concerns reported. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction difficulty that was resolved through device restart and guidance.

Manufacturer narrative:
Initial.